Event description:
It was reported by the patient that she underwent a herniated incision repair procedure on an unknown date and mesh was impalnted. The patient is now facing her sixth surgery for removal of mesh. For the past seven years, the patient has experienced diminished enjoyment in hiking, biking, skiing, and swimming. Additional information was requested.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.